Event description:
Pt called that his bed had folded in on him. On inspection bed caved in with pt in it. He was able to get out with minimal assist but complained of pain in right leg- no injuries visible. Md exam- complained of muscle aches- no limitations evident- no abrasions- no ecchymosis.